Event description:
It was reported that tandem mobi pump unexpectedly shut down and reset, and caller noted prior shutdown alarm before pump turned off. There was no adverse impact to the customer¿s blood glucose level. Customer was able to turn pump back on, successfully resumed insulin after reloading cartridge and restarting continuous glucose monitoring session, and was educated on effects of reset and battery best practices, with plan to monitor system and contact support if issue persisted.